Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) developed an infection at the pump site. A surgical procedure was performed to remove the ipp, and several months later, a new ipp was implanted. Additionally, the infection was treated with medication. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) developed an infection at the pump site. A surgical procedure was performed to remove the ipp, and several months later, a new ipp was implanted. Additionally, the infection was treated with medication. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had a leak from sharp instrument in the proximal end of the cylinder. The second cylinder passed the visual inspection. No damage or abnormalities were found. No leaks were found in the second cylinder. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The pump did not pass the activation test. Based on the information available and analysis results, the reported allegation relates to infection, which is confirmed as a known inherent risk. However, the pump not passing the activation test could affect the product performance. The device history record (DHR) review was unable to be performed as the lot number was not provided. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.